Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker developed hematoma. The patient underwent evacuation of hematoma. Pocket cultures were taken and were found to be positive with vancomycin- resistant enterococci (vre) infection. The patient was then admitted for system revision. This pacemaker was explanted. No additional adverse patient effects were reported.